Event description:
The customer reported the system was shutting down while fluoring. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep troubleshoot and reviewed the error logs and found a node ucp disconnecting, disassembled control panel. This caused the table comm error. He found +5v fuse poorly seated, he re-seated fuse and also reseated the main processor pcb. The system functions normally at this time.